Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's observation. The female luer connector of the red three-way stop cock was noted to have been fractured at its base. The fractured piece was not returned. Magnifying inspection of the fracture cross-section found that the surface was smooth. Electron microscopic inspection of the fracture cross-section revealed the following; (1) on the upper half portion the surface was smooth; and (2) on the lower half portion the surface was rough. Electron microscopic inspection of the fracture cross section on the three-way stopcock side revealed that some streaks had been generated in the radial direction and continued to develop in that same direction. There was no anomalies noted in the area where the fracture started. Simulation testing was conducted. A current product sample was exposed to a shock force on the three-way stopcock side. The female luer became fractured at the similar location. Magnifying and electron microscopic inspection of the fracture cross-section found it was in the state similar to that on the actual sample. A review of the device history record and the shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be determined based upon the available information, however it is likely that the actual sample was subjected to a shock force at the upper part on the female luer connector on the red three-way stopcock, resulting in the fracture observed. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage in the capiox fx25 device. Follow up communication with the user facility confirmed the following information: the customer tried to set up the actual sample and found that one of the three-way stopcocks on the sampling system had been fractured; the procedure was completed successfully; and the patient was not harmed.